Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, he was experiencing high blood glucose and paramedics were contacted. Customer was unsure the exact blood glucose value. Customer does not recall any significant event that my have lead to the paramedics call. Customer was not wearing the insulin pump during the time of the hospitalization. He had been off the device four days prior to the event occurring. Customer was admitted for high blood glucose and possibly for a virus. Customer declined troubleshooting. No further information reported.